Event description:
On (B)(6) 2013, the reporter stated that a 30g needle broke off in a person's vein during an intravenous injection which required surgical intervention to remove the broken segment. Additional info received via email from the reporter stating that the person using the needle was using it to inject an illegal substance in the vein on (B)(6) 2013. The user underwent a surgical operation using general anesthesia to remove the broken segment on (B)(6) 2013. No other info is available at this time.

Manufacturer narrative:
No sample was received for evaluation. If a sample is received in the future, updates to this report will be submitted.